Event description:
Patient had strattice 20x25 (B)(4) implanted on (B)(6) 2011 for delayed closure of open abdomen. When wound vac dressing was changed on (B)(6) 2011, physician noticed suture pull through on right side of strattice. Physician decided to return patient to operating room and remove strattice. Upon gross examination, physician noted uneven thickness of strattice that was removed. Two other pieces of strattice requested from tissue service and upon opening in operating room found to have similar manufacturer defect. Alloderm selected as strattice replacement. Three pieces of strattice returned to lifecell.